Event description:
A surgeon report a patient is complaining a severe glare following intraocular lens implant surgery. The patient has gone from a preoperative uncorrected visual acuity os of 20/cf to 20/25- distance and j1 at 16" near. The severe glare was first noticed about one wek following surgery and is continuous. Lens remains implanted.